Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned with electrocautery damaged noted in the insulation surface. Dried body fluid was noted in the lead lumen. Further testing confirmed that the lead was electrically continuous.

Event description:
Boston scientific received information that during a routine implant procedure, this left ventricular (lv) lead dislodged following the splitting of the safesheath. The lv lead was successfully repositioned prior to pocket closure. Approximately two weeks later, the lv dislodged into the coronary sinus inducing an inappropriate shock. An invasive revision procedure was performed and the lv lead was explanted and replaced. No further complications were observed.

Event description:
The lead was returned for reliability analysis.